Event description:
Dealer stated that the end user "plopped" into trex28r standard wheel chair and it flipped backwards. End user rolled out of chair but did not sustain any injuries and did not seek medical attention. Both back canes were bent during this incident.